Manufacturer narrative:
The customer performed some troubleshooting that was recommended by the abbott representative. The customer stated there was possibly a fibrin clot in the sample but did replace the stat probe which was the likely cause. A review of the architect i2000sr, serial number (B)(6), service history revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the architect system operations manual found labeling to be adequate for the complaint issue. A review of tracking and trending did not identify any trends for the probe regarding discrepant patient results. A review of the i2000sr tracking and trending did not identify any trends associated with the complaint issue. Based on the investigation no systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect stat troponin-I result for 1 patient. The following data was provided: (B)(6) 2019 initial result = 0.40 ng/ml (positive), repeat after physician questioned results = 0.01 ng/ml (negative). No impact to patient management was reported.